Event description:
As reported, during an inferior vena cava (ivc) filter retrieval procedure 10 days post implantation of a 55cm femoral optease vena cava (vc) filter, preoperative angiography found that the filter had fractured in vivo. The main body of the filter was removed during this procedure; however, the fractured branch was removed from the pulmonary artery 3 days following the planned filter retrieval. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.